Event description:
Healthcare professional reported "replacement from textured to smooth due to the patient concern of the implant". Later healthcare professional reported "hole in radius (edge). Upon removal it was discovered there was a small tear in the shell that was not caused by the removal process". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "replacement from textured to smooth due to the patient concern of the implant". Healthcare professional later reported "hole in radius (edge). Upon removal it was discovered there was a small tear in the shell that was not caused by the removal process". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, b1, d4, d9, e1, h3, h6.